Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿bump¿ in the extension tubing was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. Tactile inspection of the sample revealed tensile weakness, material necking and discoloration at the distal end of the extension tubing. Microscopic inspection of the distal end of the extension tubing revealed abundant superficial stress cracks. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during hydraulic pressurization, the extension tubing ballooned at the distal end. The tensile weakness and ballooning of the extension tubing was consistent with catheter damage caused either by application of tensile (pulling) stress, over-pressurization, or a combination of the two. Tensile stress may be caused by pulling on the luer adapter while the suture wings are secured in place and over-pressurization may occur if flushing of an occluded or partially occluded catheter is attempted.

Event description:
It was reported that the catheter was placed in this patient on july 6. A bump was found with the extension tubing when the catheter was flushed for maintenance on july 8. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2810 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed in this patient on july 6. A bump was found with the extension tubing when the catheter was flushed for maintenance on july 8. No other information provided.